Event description:
The event is reported as: alleged issue: cotton is coming off the sponge and is being left behind in the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.